Event description:
A clinic manager reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up, a nurse indicated that the blood leak occurred almost as soon as the hd treatment started. Blood test strips were not used. There was no observed damage to the dialyzer. The leak was described as being an internal visual leak. The machine, a fresenius 2008t, did alarm with a blood leak alarm. The patient¿s estimated blood loss (ebl) was 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with the same machine and new supplies. The complaint device was reported to be available for return to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: a device was returned to the manufacturer for physical evaluation. The sample was subjected to a laboratory bubble point leak test. The dialyzer failed; a steady stream of bubbles were coming from the cut surface at approximately 185° on the non-cavity ID end, with the ports positioned at 0°. Upon extraction of the fiber bundle, a fiber fragment was noted from the same area as the leak. Under magnification (x20) the fiber fragment measured 0.26.mm from the potting surface, an opposing end could not be isolated. There was no other damage or irregularities visually noted on the dialyzer. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up, a nurse indicated that the blood leak occurred almost as soon as the hd treatment started. Blood test strips were not used. There was no observed damage to the dialyzer. The leak was described as being an internal visual leak. The machine, a fresenius 2008t, did alarm with a blood leak alarm. The patient¿s estimated blood loss (ebl) was 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with the same machine and new supplies. The complaint device was reported to be available for return to the manufacturer for evaluation.